Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. (B)(6). Device manufacture date: unknown. Investigation summary: no samples or photos were returned for analysis, therefore, the investigation was limited. A device history record could not be completed as no lot number was received. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time.

Event description:
It was reported that the non-patient end of the bd micro fine plus¿ insulin pen needle "grazed" the pharmacist's finger after it had been received from the patient, who was reportedly on forteo. However, no medical intervention or further details have been received from the customer. The following information was provided by the initial reporter, translated from (B)(6) to english: "it was reported that the used needle npe grazed the pharmacist's finger when s/he received it from the patient. The patient uses forteo. The pharmacist questioned about possibility of infectious diseases."